Event description:
Boston scientific received information that during a routine device follow-up, this left ventricular (lv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance measurements of greater than 2,000 ohms. The pacing threshold measurements had also increased. An x-ray did not reveal any anomalies with the lead. However, as the device was nearing elective replacement indicator (eri) battery status, the lead and device were both replaced. A new, non-boston scientific lv lead was implanted with a new cardiac resynchronization therapy pacemaker (crt-p). Defibrillation therapy was no longer required for this patient. The right ventricular (rv) lead remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.